Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that, she had changed her infusion set in the midnight and woke up numerous times during the night due to high blood glucose. She disconnected the site one time and reconnected it. Furthermore, she stated that when she went to change it, she found that the quick release was not connected to the site correctly (did not lock into place). She again connected the tubing, but found that it disconnected again, on its own. The site location was right abdomen and the pump was in pocket near site. The infusion was used for 1 day. The tubing had no stress or pull and the pump wasn't dropped with the set connected to the body. No further information available.